Event description:
User alleges that the clamp door would not close properly. Causing a medium priority alarm to sound during a trauma procedure, which resulted in a delay of infused fluids to the patient. The patient later died in the pacu.